Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician applied a magnet to this automatic implantable cardioverter defibrillator (aicd) and stated he was informed this would cause the device to provide a synchronic pacing. However, this pacemaker dependent patient became asystolic when the electrocautery mode was in use. A boston scientific technical services consultant stated that they will need a programmer to program the device to electrocautery mode. Additional information stated that the boston scientific field representative had no knowledge of this issue and could not provide any information regarding the reported clinical observations. This device remains in service. No adverse patient effects were reported.